Event description:
Patient called into patient services on (B)(6) 2011. Caller mentioned that with this old device he received a shock. He said that it "hit him" and emphasized "oh boy did it ever." No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).